Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, and 510k/PMA/bla of k202525. Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one male patient. The following data was provided: (B)(6) 2026: first sample with sid (B)(6) was taken from the patient and ran on instrument at 00:49 with result 21.412 ng/l (reference range for male patient is <34 ng/l). New sample with sid (B)(6) was taken from the patient in the morning and stored on the track storage module. It was run on the instrument in the afternoon at 14:51 with result 437.014 ng/l. Sid (B)(6) was rerun on instrument (B)(6) with results 270.055 ng/l and 351.901 ng/l. No impact to patient management was reported. No additional patient information was provided.